Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon fired as normal, but it sounded different. Pulled back return knobs, but jaws would not open. Another port was used, another egia was applied below and fired to resect the device.

Manufacturer narrative:
(B)(4).